Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital. "Upon interrogation, the was reported the patient's left ventricular (lv) had pushed back into the coronary sinus." The lv was explanted and replaced on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
The reported event of dislodgement was not confirmed. Analysis was normal. No anomalies were found.